Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the water will not flow to clean the lens. The patient's anatomy was not visible on the center image when the issue occurred. The complaint device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1304 was used to capture the reported event of center image lost. A fuse 1g gastroscope was received for analysis. A visual analysis was performed and a scratch was found on the lens which could not be cleaned off and requires repair. The lens was cleaned and polished to resolve the issue. The reported issue was confirmed. Scratch found on the lens results of improper handling of the scope which potentially lead to an image issue. Therefore, the assigned investigation conclusion code for this complaint is designated as unintended use error caused or contributed to event. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1g gastroscope was used during a gastroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the water will not flow to clean the lens. The patient's anatomy was not visible on the center image when the issue occurred. The complaint device was used to complete the procedure. There were no patient complications reported as a result of this event.